Event description:
On (B)(6) 2022, the patient underwent an endovascular treatment of a thoracic aortic aneurysm rupture using gore® tag® conformable thoracic stent graft with active control system. A 20 fr was inserted from the right femoral artery. The access vessel condition was not well, but the 20 fr sheath was advanced smoothly. After the stent graft was implanted, an angiography of the access vessel did not reveal any injury, however, when the 20 fr sheath was removed, it was observed that the intima of the vessel had dissected. Coil embolization was performed to the right common iliac artery to the external iliac artery and the right femoral artery was ligated, them a femoral ¿ femoral bypass was created. The physician stated that the access vessel damage occurred due to poor condition of the access vessel.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added g3/g4, h1/h2, h6. Added h6: 213- no device problem found.